Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try different button press techniques and charging steps, then was advised to allow pump battery to fully deplete and return problematic pump to tandem within 10 days, while using multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump and informed customer that pump settings would need to be reprogrammed.